Event description:
See section h. Number 6 for investigation updates.

Event description:
The company was made aware on 09/07/2021 that a patient developed an abscess after a bulkamid injection. The physician removed two cushions of pus and the patient was hospitalized.